Event description:
A pt being treated with the 3100a was removed for suctioning. When the pt was reconnected, operators were unable to get the 3100a to repressurize. The pt was placed on another 3100a without compromise.